Event description:
It was reported "we placed a PICC this morning and it was leaking at the end of the case and the catheter needed to be changed over a wire with a new on from a different lot #."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx5564 showed 18 other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause was manufacturing-related. The product returned for evaluation was one 5fr d/l powerpicc catheter. Light usage residues were observed throughout the sample and needleless injection caps were attached to the luer adapters. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration; however, a leak was observed at the junction between the injection cap and the purple luer adapter. Inspection of the purple luer adapter using an iso taper gauge revealed that the gauge could not be fully inserted into the luer orifice. Microscopic inspection of the purple luer adapter revealed a protrusion in the luer material within the orifice. The mold defect appeared to prevent firm attachment of the cap, as well as full insertion of the taper gauge. A longitudinally aligned scoring mark was observed within the orifice adjacent to the mold defect. The molding defect observed within the purple luer orifice prevented firm attachment with the cap and resulted in leakage at the interface between the catheter and the cap. Photographs of the sample have been forwarded to the manufacturing site for further evaluation.

Event description:
It was reported "we placed a PICC this morning and it was leaking at the end of the case and the catheter needed to be changed over a wire with a new on from a different lot #".